Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an 19mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and seven (7) months due to severe aortic stenosis. The tavr procedure was performed with a trans-femoral approach resulting in the implant of a 23mm edwards transcatheter valve. The annuloplasty balloon was inflated and the 19mm valve was fractured between 14 and 15 atm. Post procedure tee demonstrated no paravalvular leak and a mean gradient of 6 mmhg. The patient was hemodynamically stable and was transferred to the cvicu. The patient was deemed stable for discharge home on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.